Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Product ID: 97745bp, serial# (B)(6), product type: accessory. H3:analysis of the 97745bp battery pack (bp), (serial number (B)(6)). Revealed battery pack won't charge in a known good unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated she thinks she needs a replacement controller battery. Patient stated the controller will not take a charge at all. Patient said she plugged the controller in last night and it wouldn't charge and the green light was not flashing. Patient reported the screen came on but as soon as she unplugged it the controller turned right back off. Patient reset controller but that did not resolve the issue. Patient mentioned she was supposed to have an MRI this morning but had to cancel due to not being able to turn on the controller. Pt states her ins and controller are both dead. Patient did not have equipment with her at the time of the call. Patient service specialist advised patient to take battery pack out, plug controller into ac power supply without battery pack and see if controller turns on. Patient will call back if she needs further assistance. The issue was not resolved through troubleshooting. The patient called back and reported they could not get the controller to charge and the issue began monday night. Patient stated it had been a while since they charged the controller. Patient noted they needed to have an MRI the other day but they had to cancel the MRI because they couldn't charge the controller; ps understood this as patient was unable to charge their implanted neurostimulator. During the call patient service walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient inserted the battery pack and confirmed green light was not flashing on the controller and no visible damage to the controller battery compartment. The controller powered off as soon as it was unplugged from the recharging cord. The issue was not resolved. An email was sent to the repair department to replace the controller. Patient called back in stating they received their replacement controller, and the issue was not resolved. Patient stated that if they unplug their controller from the ac power supply, that the controller will shut off and become unresponsive. Patient stated they had not charged their controller in a while prior to receiving replacement controller. Agent had patient remove the battery pack from the controller, and plug the controller into the ac power supply. Patient confirmed that there is a green light on the ac power supply, and that the controller screen does turn on when plugged in. The issue was not resolved. An email was sent to replace the li battery pack.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient brand name intellis; product ID 97745bp (serial: (B)(6)); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Product ID 97745bp, serial# (B)(6), product type accessory. The product was returned and analysis found front case cracked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.